Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated a full electrical reset. Two critical ram parity errors occurred: address 17 f9 on (B)(6) 2014 and address 0d 63 on (B)(6) 2014. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the device had an electrical reset that required reprogramming. The device remains in use. No patient complications have been reported as a result of this event.